Manufacturer narrative:
A ge service representative performed an onsite investigation. The isolation transformer and power supply pcb assembly were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the screens would not initialize. Additional information was received from the field service engineer confirming that the system failed to power up. No patient serious injury or death was reported related to this event.